Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station automatically shutdown. The customer stated that the malfunction occurred when the user was trying to pull the medicine at the time station shutdown automatically. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it shut down automatically at midnight while taking a particular medicine, insulin aspart. A technical support specialist checked the logs and event viewer logs, finding the issue occurred due to kernel error event 41. A field service engineer ran the hardware test application (hta) test for the battery, and the voltage reading was 13.83 vdc, so it was believed there was no need to replace the battery at this point and proceeded with re-imaging the station to resolve the issue. The system functioned as intended after the technical support specialist and the field service engineer troubleshot the device.